Event description:
It was reported that this left ventricular (lv) lead was fractured. The health care professional (hcp) asked for assistance in programming the lead off. This lead remains implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).